Manufacturer narrative:
SUMMARY REPORTING EXEMPTION APPROVAL NUMBER: E2017028. THIS REPORT INCLUDES 15 ADVERSE EVENT REPORTS FOR TRANSIENT ISCHEMIC ATTACK, STROKE AND THROMBUS. DATE OF EVENT: UNKNOWN.

Event description:
BOSTON SCIENTIFIC RECEIVED EVENTS AS PART OF THE (B)(6) REGISTRY FOR THE WATCHMAN LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICES, FALLING UNDER THE (B)(6) REGISTRY OF THE (B)(6) REGISTRY ((B)(6)). THE DATA IS COLLECTED IN ORDER TO ASSESS WHETHER THE RATES OF SAFETY AND EFFECTIVENESS DURING EARLY COMMERCIALIZATION ARE CONSISTENT WITH PREMARKET FINDINGS. BECAUSE (B)(6) DATA IS REDACTED BEFORE BEING TRANSMITTED TO BSC, THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED. THE EVENTS ARE MOST LIKELY DUPLICATES WITH POTENTIAL FOR NON-DEVICE RELATED ADVERSE EVENTS INCLUDED. THIS REPORT INCLUDES 15 ADVERSE EVENT REPORTS FOR TRANSIENT ISCHEMIC ATTACK, STROKE AND THROMBUS RANGING FROM 551 TO 980 DAYS POST IMPLANT. NO FURTHER INFORMATION IS AVAILABLE TO BSC. THIS MANUFACTURER REPORT IS BEING SENT AS A REQUIREMENT UNDER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER: E2017028 FOR PRODUCT CODE NGV.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;12089730,,SI,916,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993;12089744,,SI,671,WATCHMAN LAA Closure Device & Delivery System,WU3306,2993;12089764,,SI,948,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993;12089783,,SI,980,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993;12089823,,SI,849,WATCHMAN LAA Closure Device & Delivery System,WU3006,2993;12089849,,SI,820,WATCHMAN LAA Closure Device & Delivery System,WU2706,2993;12089870,,SI,721,WATCHMAN LAA Closure Device & Delivery System,WU3006,2993;12089880,,SI,807,WATCHMAN LAA Closure Device & Delivery System,WU2106,2993;12089893,,SI,684,WATCHMAN LAA Closure Device & Delivery System,WU2106,2993;12089904,,SI,774;777,WATCHMAN LAA Closure Device & Delivery System,WU3306,2993;12089931,,SI,740,WATCHMAN LAA Closure Device & Delivery System,WU2706,2993;12089965,,SI,597,WATCHMAN LAA Closure Device & Delivery System,WU3306,2993;12089980,,SI,662,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993;12089997,,SI,602,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993;12090017,,SI,551,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993